Event description:
It was reported that the blocker cap stripped during final tightening.

Manufacturer narrative:
Risk assesment; the customer reported event was confirmed by correspondence with the stryker rep. No lot # was provided, so a manufacturing record review could not be performed. A plausible root cause could not conclusively be determined, as the device was unavailable for inspection.

Event description:
It was reported that the blocker cap stripped during final tightening.